Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation. In addition, there was no report of port/catheter device malfunction, damage or performance issue during device use. The device history record (DHR) review of the indicated packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records for packaging lot were reviewed; with no issues observed. Labeling review: the direction for use (dfu) provided with the xcela plus port device contains the following statements: contraindications: presence of infection, bacteremia, septicemia or peritonitis. Warnings: the device is to be implanted, used, maintained, and removed in strict accordance with institutional and or centers for disease control (cdc) guidelines or policies. Precautions: carefully read and follow all instructions prior to use. After implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. Refer to the "use and maintenance" section of this dfu for recommendations. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions potential complications: bacteremia, catheter thrombosis, inflammation, infection, implantation site necrosis or infection, thromboembolism, thrombophlebitis, tunnel infection. Use and maintenance: after implantation or usage of the port, the system should be flushed and locked to clear infusates and/or blood components in order to maintain patency. Perform hand hygiene before and after all vascular access procedures. Prepare skin with antiseptic solution per institutional protocol. Aseptically locate and access port including use of sterile gloves and mask per the non-coring needle dfu. Add dressing and stabilization per institutional protocol. Assess the access site, port functionality, change dressing and replace non-coring needle per institutional protocols. After therapy completion, flush and lock port per institutional protocol. Close the extension tubing clamp while injecting the last 0.5 ml of lock solution. When therapy is complete, remove the non-coring needle per product dfu and cover site according to institutional protocol. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
On or about (B)(6) 2023, plaintiff underwent placement of an angiodynamics xcela product, reference number h965440350, lot number 5767870. The device was implanted by (B)(6) md, at (B)(6), for chemotherapy administration. On or about july 23, 2023, plaintiff presented to (B)(6) with chest pains and was admitted after blood cultures showed gram positive cocci and streptococcus agalactiae. His physicians determined the source of the infection was the xcela port and required removal. On or about(B)(6) 2023 plaintiff's infected port was removed by dr. (B)(6) md at (B)(6). As a result of having the xcela implanted, plaintiff has, allegedly, experienced significant pain and suffering, has undergone additional surgeries, and has suffered financial or economic loss, including, but to limited to, obligations for medical services and expenses.

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).